Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a patient call that the patient underwent anterior and posterior fusion, in which the rod was implanted. From an unknown date in 2019, the patient alleged to be experiencing increasing back and leg pain. Reportedly, the patient also experiences electrical shock and could not bare in weight on left leg. In (B)(6) 2019, she underwent x-rays that showed the rod to be broken. Patient does light exercises to control the pain.